Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a broken internal strap on the high energy capacitor. This broken strap caused the capacitor to have zero capacitance and would not allow a defibrillation charge to start. The customer received a replacement device.

Event description:
The customer reported that their device had its service indicator illuminated. After an evaluation by physio-control, it was observed that the device would not complete the charging process for a defibrillation shock. There was no patient use associated with the reported issue.